Event description:
The customer contact reported loss of suction. During testing of the device prior to patient use, "cracks were observed some minutes after connection to vacuum." The nurse reported a whistling sound and a loss of suction was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).